Event description:
The reviewed literature article contained a case study of a pt who presented with a seizure 7 days after a medtronic slotted innervision ventricular catheter was soft-passed down an existing parenchymal tract. The CT scan demonstrated enlarged ventricles and the catheter was in a coiled configuration. The catheter had likely coiled during the act of insertion, as the trajectory of insertion may have been lateral to the existing parenchymal tract.

Manufacturer narrative:
(B) (4). This reportable event was identified during review of scientific literature. Contact with the corresponding author has been unsuccessful in yielding additional info on the device. The event reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore, an eval of the device performance was not possible. The article stated that the trajectory of catheter insertion may have been lateral to the existing tract. Therefore, the event may not be related to a malfunction of the device. A review of the mfg records was not possible, as no lot# was provided. Yang bp, navarro r. Ventricular catheter coiling during insertion. Pediatr neurosurg 2004 january; 40:47-48.